Event description:
Primary procedure, left shoulder fracture. It was reported that when placing the glenosphere on the baseplate and impacting with medium strength for 4 strikes, the threaded tip broke off in the glenosphere. As the broken-off threaded portion was subsided in the glenosphere and the glenosphere was either nearly fully seated or fully seated, the surgeon decided to leave the glenosphere with the broken threaded portion in the patient. Surgeon used the humeral head impactor to ensure the glenosphere was fully seated. Surgery was completed successfully with a delay of approximately 3 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. A non-conformity report had been opened in order to further investigate and address this issue for further details. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Primary procedure, left shoulder fracture. It was reported that when placing the glenosphere on the baseplate and impacting with medium strength for 4 strikes, the threaded tip broke off in the glenosphere. As the broken-off threaded portion was subsided in the glenosphere and the glenosphere was either nearly fully seated or fully seated, the surgeon decided to leave the glenosphere with the broken threaded portion in the patient. Surgeon used the humeral head impactor to ensure the glenosphere was fully seated. Surgery was completed successfully with a delay of approximately 3 minutes.